Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product will not be returned by the hospital for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. It is reported that the patient failed to follow post-operative instructions, experienced a fall, and developed pneumonia. It is reported that there was no allegation of implant failure by the surgeon. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision of a sternalock 360 implant system took place due to pneumonia, excessive coughing, and a fall which opened the wound. It is reported that the patient failed to follow post-operative instructions, experienced a fall, and developed pneumonia. It is reported the implant system was removed; the wound was flushed due to the fall; and the patient was closed with wires. The surgeon stated the patient is recovering well. It is reported that there was no allegation of implant failure by the surgeon.